Event description:
Complainant alleged that during biomed testing the device's defib output was out of specification. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating this malfunction. Testing of the device was not able to duplicate the problem condition. The device was recertified and returned to the customer. No trend is associated with reports of this type.